Event description:
It was reported that during a routine follow-up the lead exhibited noise. The lead impedance was 2175 ohms when the patient performed isometrics which also reproduced the noise. The lead was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.